Manufacturer narrative:
(B)(4). Concomitant medical products - 00620206022, trabecular metal shell with cluster holes, 60544339. The 00630506038, trilogy highly crosslinked poly liner, 60339665 the 00625006535, self tapping bone screw, 60687783. The 00625006530, self tapping bone screw, 60671314. The 00625006525, self tapping bone screw, 60206294. The device will not be returned for analysis; however an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event. Please see associated report: 0001822565-2017-01633.

Event description:
It was reported that the patient had a hip revision due to elevated ion levels approximately 10 years post implantation. The patient was being treated for bilateral bursitis with steroid injections approximately 6 months and a year prior to the revision. Patient stated only injection relieved symptoms for 2 months after each injection. Lab results showed elevated cobalt and chromium levels. Operative notes determined that intraoperatively that there was no adverse tissue response. All information available has been obtained.

Manufacturer narrative:
Reported revision was unable to be confirmed due to insufficient information, however, medical records provided show the patient was experiencing pain and elevated ion levels prior to the revision date. Device history record (DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a hip revision due to elevated ion levels approximately 10 years post implantation. The patient was being treated for bilateral bursitis with steroid injections approximately 6 months and a year prior to the revision. Patient stated only injection relieved symptoms for 2 months after each injection.